Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture (confirmed by physician). The device has been explanted and replaced with a non abbvie product.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed two openings assessed as surgical damage also observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported left side rupture (confirmed by physician). The device has been explanted and replaced.